Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 600 mg/dl at the time of incident and current blood glucose level was 450 mg/dl. Customer¿s other blood glucose level was over 600 mg/dl. The customer provides details on symptoms related to the high blood glucose level episodes such as nausea. Customer was treated with manual injection. Customer also reported that the insulin pump had no delivery alarm. Customer stated that the infusion set cannula was bent. Customer was not using auto mode. Troubleshooting was performed for hyperglycemia. Customer did not allege insulin pump was under delivering. Customer wishes to perform the high pressure test. The insulin pump will not be returned for analysis.